Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. The device's main keypad was replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that the on/off button was intermittently unresponsive. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.